Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Sn (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 11/01/2016. The device has been returned and evaluated by product analysis on 10/10/2016 with the following findings. During investigation, the battery compartment was cracked to the left of the bumper pad from the threads to the case seal. Rust/corrosion was found in the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened to find no further evidence of moisture internally. Unrelated to the original complaint, the audio bolus button cover was damaged/punctured but responded appropriately to user input.